Event description:
During a diagnostic percutaneous intervention (pci) when the physician attempted to connect the y-connector to the hub of the catheter, the fit was not compatible. The physician opened a new y-connector and experienced the same problem with the catheter, the device could not be tightened onto the hub. The physician opened a new infiniti catheter and the y-connector was connected, the fit was compatible and the procedure was continued. It was noted that there was no damage to the hub of the catheter and there was no difficult prepping or flushing the catheter, there was no reported injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.